Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted to be implanted in the patient. It was stated that the patient had a previous non medtronic stent in his external iliac and a endurant iliac stent in his common iliac artery and the patient's external iliac was starting to pull up towards the patient's external. Therefore, the physician decided to bridge the endurant stent and the stent in the external with another endurant iliac stent. It was reported that during the index procedure, difficulties to advance the device into the patients common iliac artery was encountered, several attempts were performed without success. The physician then decided to pull the device, but once the device was outside the patient difficulties to pull the delivery system back was also encountered. The physician deployed the stent graft outside of the patient and where it was noted that the guide wire was crimped. And this was thought to be the reason for the device advancing issue. The procedure was successfully completed with another endurant stent graft and a new guide wire. As per the physician, cause of the device advancing difficulty was user error. No additional clinical sequalae were reported and the patient is fine.